Manufacturer narrative:
There are no allegations of any system or component failure. There are no lab results available to the firm to confirm or rule out the presence or type of infection. Dehiscence of a surgical wound is a known inherent risk of invasive procedures and there is no indication that the nalu system caused the incision to re-open.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. On (B)(6) 2023 the firm was notified by the implanting physician that the incision site had reopened and appeared infected. A full system explant was performed on (B)(6) 2024 due to the wound dehiscence and possible infection.